Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019.

Event description:
It was reported that the ventilator would not power on at all. Reportedly, while trying to address the reported issues there were some small part on the power management board burning up. There was no patient involvement.

Manufacturer narrative:
G4: 21feb2020. B4: 27feb2020. Power management board, cpu and motor controller were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 06 november 2019. Date of this report: 07 november 2019. The service engineer (se) inspected the device. The se replaced the power management board, central processing unit (cpu) and motor controller to address the reported issue. The unit passed all testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.